Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent stabilizer was kinked, the stent delivery catheter was flat and the hydrophilic coating was peeling. As per the additional information, the device was confirmed in good condition prior to use and it was prepared as per the dfu (direction for use). There was medium tortuosity of the patient¿s anatomy. Based on the information currently available and the device inspection, it is probable that the tortuous nature of the anatomy and difficulty to pass the lesion caused the friction experienced and the subsequently damage noted to the returned device. Therefore, an assignable cause of operational context caused will be assigned to the reported device difficulty engaging target vessel and to the analyzed stent stabilizer kinked/ bent and stent delivery catheter flat/ crushed, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The analyzed hydrophilic coating peeling is potentially related to the anatomical and procedural factors present during the clinical procedure, however due to the nature of the hydrophilic coating peeling further investigation was initiated. Hence, the cause of the hydrophilic peeling cannot be determined.

Event description:
During the analysis of the returned device, it was revealed that the hydrophilic coating was peeling. No clinical consequences reported to the patient.